Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 08-jan-2017, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 26-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received gablofen 2000mcg/ml; 1099mcg/day in an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient medical history and concomitant medications were unable to be obtained. The patient woke up with increased spasticity. Events that may have contributed to the issue included regular falls, but the patient could not recall if the increased spasticity correlated with a fall. A dye study was performed and a possible catheter kink was seen near the spinal/pump segment connection (per the hcp, more proximal to the pump). No further actions have been taken or planned to date. The patient would be referred to another hcp for evaluation. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that pump was replaced on (B)(6) 2019 and per device registration indicated the catheter was revised. No further complications were reported or anticipated.

Manufacturer narrative:
Interrogation of the pump prior to analysis determined it was programmed to deliver gablofen 2000mcg/ml at 12.3mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.